Manufacturer narrative:
On the day of the event, a field service engineer (fse) inspected the instrument and found no problems. The fse ran shutdown, startup, reproducibility and controls all within specifications. The fse ran patient samples between instruments and results correlated. The cause of the event is unknown.

Event description:
The customer reported their acc t diff 2 instrument generated 9 patient platelet results, which were abnormally low compared to patient history. The discrepant results were reported out of the laboratory; however, no death, injury or affect to patient treatment was reported. Patient results were not provided; therefore, instrument flagging could not be determined. On (B)(4) 2012, beckman coulter contacted the customer and made a third request for the patient data. The customer stated, per her supervisor, everything was fine and to disregards this event. Sample information was not provided. The controls were run before the event and were within specification. The unit currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). The instrument is currently performing within qc specifications.